Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and was able to duplicate the reported issue. Physio determined the cause for the reported issue was due to the memory becoming corrupt on the single board computer. This caused the device to not be able to complete the boot-up process.

Event description:
The customer contacted physio-control to report that the service indicator is present and their device will not complete the boot-up process. Defibrillation may not be available, if it were necessary. There was no patient use associated with the reported event.